Event description:
It was reported that the pt rec'd a winterthur generic trauma on (B)(6) 2013 and the nail broke, 13 weeks after it was implanted. It was noted that the pt was allowed to load. Also, that the pt did not have a fall or accident that could cause the breakage of the nail. For info only: the date of the implantation was only presumed after calculating the reported 13 weeks from when the breaking of the nail happened and then taking the first day of the month. This is only for data entry purpose. Once the exact date is given, this will be updated.

Manufacturer narrative:
The MFR did not receive the device affected, x-rays, or other source documents for review. The cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device be returned for eval and the investigation result becomes available, an updated report will be submitted. (B)(4).